Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction, itching, swelling, contact dermatitis, eczema, hypertension, obesity, headache, throat pain (coughing, congestion, sore throat 3 days ago), acute pharyngitis, sinusitis, dysuria, vulval irritation, vaginal itching, overweight, erythema, vaginal discharge, vulvovaginitis, yeast infection, candidiasis of mouth, depression, arthralgia, rash (rash in the creases of her legs, hpi: rash in groin), esophageal reflux, hypopotassemia, hypokalemia, obstructive sleep apnea syndrome, urinary tract infection, dysphagia, conjunctivitis, allergic rhinitis, left lower quadrant pain, hernia repair, c-section, trichomoniasis and asthma. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms") and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopy with salpingectomy and removal of bilateral essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, genital haemorrhage, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, fallopian tube perforation, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: bilateral fallopian tubes: two completed transected segments of fallopian tubes paratubal cyst formation source of specimens: bilateral fallopian tubes gross description: bilateral fallopian tubes ¿ received in fixative as bilateral fallopian tubes are two unoriented fimbriated fallopian tubes. The first fallopian tubes measure 11.6cm in length by 6.9 cm in average diameter, and is remarkable for two paratubal cysts (0.4cm and 0.6 cm) on the distal end, and has a 5 cm in length by 0.2 cm in diameter metal essure device in the proximal end. The second fallopian tube measures 9 cm in length by 0.8 cm in average diameter and has 2.5 cm in length x 0.2 cm in diameter metal essure device in the proximal end. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye allergy, itching, swelling nos, contact dermatitis, eczema, hypertension, obesity, headache, throat pain (coughing, congestion, sore throat 3 days ago), acute pharyngitis, sinusitis, dysuria, vulval irritation, vaginal itching, overweight, erythema, vaginal discharge, vulvovaginitis, yeast infection, candidiasis of mouth, depression, arthralgia, rash (rash in the creases of her legs, hpi: rash in groin), esophageal reflux, hypopotassemia, hypokalemia, obstructive sleep apnea syndrome, urinary tract infection, dysphagia, conjunctivitis, allergic rhinitis, left lower quadrant pain, hernia repair, c-section, trichomoniasis and asthma. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms") and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopy with salpingectomy and removal of bilateral essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, genital haemorrhage, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, fallopian tube perforation, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019: bilateral fallopian tubes: two completed transected segments of fallopian tubes paratubal cyst formation source of specimens: bilateral fallopian tubes gross description: bilateral fallopian tubes received in fixative as bilateral fallopian tubes are two unoriented fimbriated fallopian tubes. The first fallopian tubes measure 11.6cm in length by 6.9 cm in average diameter, and is remarkable for two paratubal cysts (0.4cm and 0.6 cm) on the distal end, and has a 5 cm in length by 0.2 cm in diameter metal essure device in the proximal end. The second fallopian tube measures 9 cm in length by 0.8 cm in average diameter and has 2.5 cm in length x 0.2 cm in diameter metal essure device in the proximal end. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.